Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a resolution clip device was used during an esophagogastroduodenoscopy, performed on (B)(6), 2009. The age of the pt is unk, but has been reported to be over 18. The sex and weight of the pt are unk. According to the complainant, during the procedure, as the clip was being deployed, it broke off the sheath. The physician did not attempt to retrieve the clip and the clip was left inside the pt's stomach. There is no info available on how the procedure was completed. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be ok.